Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer reported back stating that the o-ring on the side was leaking. The customer replaced the o-ring to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a low-pressure leak test failure. The ventilator was not in use on a patient at the time of the event occurred.